Event description:
It was reported that a peritoneal dialysis (pd) patient experienced "air in the cassette" alarms, indicating the presence of air in the cycler.

Manufacturer narrative:
This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all market preference evaluation (mpe) surveys conducted between 2011 thru 2013. The lack of info provided within survey responses does not allow any additional info to be collected from the end user. The mpe surveys include all relevant and related event info. No further info is expected.